Event description:
It was reported the pt is unable to adjust her scs system stimulation due to the buttons of her pt programmer continuing to stick. A replacement programmer and battery carrier were sent to the pt. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.